Event description:
It was reported that the pump screen was dark and not responding to touch after the customer intermittently dropped the pump in the toilet. There was no reported impact to the customer's blood glucose level. The customer reverted to an alternate method of insulin therapy.